Event description:
Philips was informed by the field safety engineer (fse) that the CT system was not in clinical use at the time of the event and that preventative maintenance was being performed on the system when a broken screw on the brake was identified. The fse performed the repair. During testing of the system, the brake failed and released smoke into the CT room which caused the fire alarm in the hospital to be set off. If this malfunction were to recur and the brake failed emitting smoke into the CT room while a pt was on the table an evacuation of the room would be necessary. This event is being reported as there is a potential for injury due to smoke inhalation.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).